Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem size 5. It was noted that the device and medical records would not be provided due to the hospital's policy. If additional information should become available, it will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient experienced stem subsidence and was revised in one stage.